Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hospital reported that the light would not go through the 7mm extended length endoscope refurbish.